Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that due to mesh erosion, the patient underwent mesh revision and removal on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia, microhematuria, urinary incontinence, fistula, incomplete bladder emptying, dysfunctional voiding, detrusor overactivity and hypertonicity bladder. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03521. The same patient is represented in each medwatch.